Event description:
It was reported that, during a tka surgery, the inner part of a pin driver was spinning when it should be fixed in place. The issue was resolved, without any delay, by using a back-up device. The patient was not harmed.

Manufacturer narrative:
H10, h3, h6: the reported device, intended for use in treatment, was returned for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events. Visual and functional inspection of the returned pin driver found that the inner portion would spin when it should have been fixed in place. The relationship of the device and the reported event has been established. The broken pin driver was due to a mechanical component failure. Contributing factors were related to to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw.